Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedances on the right ventricular (rv) lead. Defibrillation threshold (dft) testing was performed and the device recorded code 1005 indicative high shocking lead impedance. Boston scientific technical services (ts) recommended invasive intervention due to suspected rv lead issue. No additional adverse patient effects were reported.